Event description:
It was reported that there was air in the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the wds was inserted into the access sheath. When the device was inserted, air entered into the was. The air was visualized on transesophageal echocardiogram and monitored until it resolved. During this time the patient had a transient st segment elevation and became hypotensive. These were medically managed and the patient returned to normal within 10minutes. After the patient stabilized, the procedure was continued. The closure device was deployed and successfully implanted in the laa of the patient. There were no patient deficits or issues that occurred post procedure. The patient was doing fine.